Event description:
On (B)(6) 2009, the pt reported that for the past 4-5 months the audible beeps of his insulin infusion device intermittently do not match the number of times the up and down buttons are pressed. He stated he usually verifies his bolus amount on his device display screen. The buttons pop up when pressed. He said his device has not been dropped or exposed to water. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.